Event description:
It was reported that the ventilator will not turn off, when the on/off-switch was gently actuated to off-position. But the ventilator turned off promptly when the on/off-switch was resolutely turned off. (B)(4).

Manufacturer narrative:
The printed circuit board with the on/off switch was investigated. The circuit board was mounted in a panel unit and function tested in the ventilator system. The reported event could be reproduced in a laboratory environment with the same results as the customer (ventilator does not turn off immediately when turning off). The problem was also confirmed by measurements of the resistance in the on/off switch, which showed increased resistance of the contacts. Earlier investigations of similar failures, led to implementation of preventive measures. An on/off switch cover was introduced in 2007. Software monitoring of the on/off circuitry to detect the inaccurate on/off state of the on/off switch was also implemented in 2007 and a new toggle switch was introduced in 2008. The on/off switch in this complaint was manufactured before introduction the preventive measures. (B)(4).